Manufacturer narrative:
The product was not returned for evaluation. Vasospasm is included as a possible complication in the instructions for use (IFU) for penumbra delivery microcatheters. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the gastric artery using a second lantern and lp coils. It was reported that the patient¿s anatomy was tortuous. During the procedure, while attempting to advance the lantern through the tortuous vessel, the physician experienced resistance and was unable to cross an area. It was reported that there was a vasospasm at the area of the vessel. The lantern was then exchanged for a non-penumbra microcatheter. The physician administered nitroglycerin and the vasospasm was considered resolved. The procedure was completed using the same microcatheter, ruby coil lps, and packing coil lps.